Manufacturer narrative:
On (B)(6) 2017, the customer thought the time change in march was to set the pump to the correct time. The bolus delivery issue was resolved with the replacement pump and that "everything was going completely smoothly".

Event description:
The customer reported that the time on the pump was not correct; it was off by 4 minutes. The customer corrected the time and then it was off by 1 minute. Tandem technical support reviewed the pump data and found that the time changed by 2 minutes. The data showed the pump time was changed 3 times in march 2017. One of the time changes appeared to be due to daylight savings. The customer thought that the incorrect time impacted the blood glucose level. Regarding the previously bolus delivery issue, the customer reported to have observed insulin exiting the tubing during the fill tubing step; however, drops would not be observed when the bolus feature was used. The pump noise would occur during the fill tubing step and for about 2-3 minutes during bolus delivery then stopped despite the bolus showing as still being delivered. The customer had not changed out the pump supplies. The customer thought that this impacted the bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing fluctuating blood glucose (bg) levels (383-53 mg/dl) with a moderate level of ketones. The pump supplies were changed multiple times. Correction boluses and insulin injections were used to address the high bg. Due to overcorrecting and waiting to eat, the customer's bg dropped to 53-66 mg/dl and glucose tablets/food was consumed to address the low bg. A pump system check was performed and no device issues were identified; however, the customer reported that the pump was making a noise and had thought the pump was not delivering the complete bolus. The customer reverted to using insulin injections to manage diabetes.